Manufacturer narrative:
Us customer contacted cepheid to discuss an encounter with a patient discrepant while running a xpert xpress cov-2/flu/rsv plus test. Patient was showing symptoms time of collection. A sample was collected from patient on (B)(6) 2021 and tested on xpert xpress cov-2/flu/rsv plus test. The sample was not processed per pi and was vortexed for mixing. On (B)(6) 2021, the customer had this sample run on xpert xpress cov-2/flu/rsv plus resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to the md. This sample was not repeated. Customer decided to collect another sample due to sars-cov-2 symptoms showing in patient. Patient was still showing symptoms time of collection. Sample 2 collected on (B)(6) 2021 and tested on xpert xpress cov-2/flu/rsv plus, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative. The sample was not processed per pi and was vortexed for mixing. This result was reported to the md. This sample was not repeated. Background sars-cov-2 testing on patient: patient was positive on (B)(6) 2021, negative on (B)(6) 2021, positive on (B)(6) 2021, negative on (B)(6) 2021, and negative on (B)(6) 2021 all on an unknown testing platform (customer did not want to supply these test reports). Review of the initial test results noted weak amplification and a small pcr curve. Review of the second test noted a late cycle threshold value which is consistent with a very low target concentration near the limit of detection. There was no evidence of product malfunction and no known harm to the patient. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss an encounter with a patient discrepant while running a xpert xpress cov-2/flu/rsv plus test. Patient was was showing symptoms time of collection. A sample was collected from patient on (B)(6) 2021 and tested on xpert xpress cov-2/flu/rsv plus test . The sample was not processed per pi and was vortexed for mixing. On (B)(6) 2021, the customer had this sample run on xpert xpress cov-2/flu/rsv plus resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to the md. This sample was not repeated. Customer decided to collect another sample due to sars-cov-2 symptoms showing in patient. Patient was still showing symptoms time of collection. Sample 2 collected on (B)(6) 2021 and tested on xpert xpress cov-2/flu/rsv plus, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative. The sample was not processed per pi and was vortexed for mixing. This result was reported to the md. This sample was not repeated. Background sars-cov-2 testing on patient: patient was positive on (B)(6) 2021, negative on (B)(6) 2021, positive on (B)(6) 2021, negative on (B)(6) 2021, and negative on (B)(6) 2021 all on an unknown testing platform (customer did not want to supply these test reports). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.